Event description:
The explanted lead was reported to likely have been discarded.

Event description:
Patient underwent prophylactic generator replacement surgery on (B)(6) 2016, during which high impedance was found. Additional information was received that the company representative was not aware of the high impedance until the patient's generator was interrogated in pre-op on (B)(6) 2016. The company representative alerted the surgeon once pre-op that high impedance was observed. The surgeon made the decision to get x-rays. The scan showed no issues with the lead and so the surgeon wanted to continue with the procedure and check to see if the lead pin was fully inserted. It was inserted and so the surgeon made the decision that to schedule the lead revision at a different date. The lead pin was inserted all the way past the connector block. Based on this information, the lead pin insertion does not appear to be the cause of high impedance. The lead was replaced on (B)(6) 2016. The explanted lead has not been received to date. Additional relevant information has not been received to date.